Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The patient reported that she had not felt well for a couple of days and thought that it might be related to pancreatitis. She contacted her physician who instructed her to go to the emergency department (ed) for evaluation. Upon admission to the ed, her bg was 430 mg/dl and her cgm value was 158 mg/dl. Additional blood work was performed in the ed and her bg was 375 mg/dl and her cgm value was 142 mg/dl. She was treated in the ed with fluids via intravenous (IV) therapy, 18 units of regular insulin, and an antibiotic (cefuroxime) for a urinary tract infection (uti) and was discharged home. Prior to calling technical support, her bg value was 281 mg/dl and her cgm value was 83 mg/dl. At the time of contact, the patient was feeling better. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.